Manufacturer narrative:
H.6. Investigation: material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. Batch 1119736: the batch history record review for batch 1119736 was satisfactory per internal procedures. Formulation, filling, and autoclaving processes were within specifications. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and one other complaint has been taken on this batch. Retention samples from batch 1119736 (100 tubes) were available for inspection. No media or tube defects were observed in 100/100 retention tubes during visual inspection. Performance testing for growth and antibiotic susceptibility was performed. All performance testing was satisfactory per procedure. Batch 0324737: the batch history record review for batch 0324737 was satisfactory per internal procedures. Formulation, filling, and autoclaving processes were within specifications. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaint has been taken on this batch. Retention samples from batch 0324737 (100 tubes) were available for inspection. No media or tube defects were observed in 100/100 retention tubes during visual inspection. Performance testing for growth and antibiotic susceptibility was performed. All performance testing was satisfactory per procedure. Batch 0324745: the batch history record review for batch 0324745 was satisfactory per internal procedures. Formulation, filling, and autoclaving processes were within specifications. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaint has been taken on this batch. Retention samples from batch 0324745 (100 tubes) were available for inspection. No media or tube defects were observed in 100/100 retention tubes during visual inspection. Performance testing for growth and antibiotic susceptibility was performed. All performance testing was satisfactory per procedure. Batch 1056386: the batch history record review for batch 1056386 was satisfactory per internal procedures. Formulation, filling, and autoclaving processes were within specifications. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaint has been taken on this batch. Retention samples from batch 1056386 (100 tubes) were available for inspection. No media or tube defects were observed in 100/100 retention tubes during visual inspection. Performance testing for growth and antibiotic susceptibility was performed. All performance testing was satisfactory per procedure. No photos were received to assist with the investigation. No returns were received to assist with the investigation. This complaint cannot be confirmed for batches 1119736, 0324737, 0324745 and 1056386. All performance testing was satisfactory. No instrument errors occurred while testing the batches in question. Retention sample testing was satisfactory for growth and antibiotic susceptibility. Bd will continue to trend complaints for performance. H3 other text : see h.10.

Event description:
It was reported that while using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml atypical growth was observed by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "the customer is noticing that in positive growth & detection mgit 7 ml tubes, the biomass of mycobacteria is less than normal and is sticking to the bottom."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1119736. Medical device expiration date: (B)(6) 2022. Device manufacture date: (B)(6) 2021 medical device lot #: 0324737. Medical device expiration date: (B)(6) 2022. Device manufacture date: (B)(6) 2020. Medical device lot #: 1056386. Medical device expiration date: (B)(6) 2022. Device manufacture date: (B)(6) 2021. Medical device lot #: 0324745. Medical device expiration date: (B)(6) 2022. Device manufacture date: (B)(6) 2020.

Event description:
It was reported that while using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml atypical growth was observed by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "the customer is noticing that in positive growth & detection mgit 7 ml tubes, the biomass of mycobacteria is less than normal and is sticking to the bottom."